Event description:
It was reported that the patient was admitted due to continuous low flow alarms. The ventricular assist device (vad) speed was at 2600 rotation per minute (rpm's) , flow was at 0.7 liter per minute (lpm), power was at 2.7 watts, and the estimated ejection fraction known but was not available. A computerized tomography (CT) scan was performed and revealed an outflow graft obstruction and kinked/bent. It was unclear if the obstruction was inside the graft or compressed from the outside, and thrombus was suspected. A medical decision was made to decommission the vad due to patient's native function recovered enough to survive without the vad. The vad and outflow graft remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ outflow graft, model #: 1125/ catalog #: 1125 / expiration date: unk / lot#: unknown, UDI #: asku, available for evaluation?: no, mfg date:unk, labeled for single use?: no. (B)(4). Additional information has been requested regarding the outflow graft lot number and verification of country of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Additional products: d4: model #: 1125 / serial or lot#: h6: img code: g04019, g04105 h6: FDA device code(s): a1409, a040601, a1412 h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12 d4: serial or lot#: (B)(6), h6: img code: g04035 h6: FDA device code(s): a1107, a1108 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d02 product event summary: (B)(6), the associated outflow graft (unknown lot number), and one (1) controller ((B)(6)) were not returned for evaluation. Log file analysis was not performed since log files were not available for analysis. As a result, the reported low flow event could not be confirmed. Review of the provided video revealed that the controller, when connected to a monitor, showed a date/time stamp of 03/mar/99 at 00:00:00 and that, upon attempting to update the date and time, a message was displayed stating ¿controller update failed, value not changed.¿ as a result, the reported controller programming issue and real time clock error events were confirmed. The reported inability to download log files could not be confirmed due to insufficient evidence. Information provided by the site indicated that, in addition to low flows, the patient experienced dyspnea. Thrombus was suspected; however, the assessment of the outflow cannula patency was limited by beam hardening artifact. A medical decision was made to decommission the vad due to the patient's native function having recovered enough to survive without the vad. Following the decommissioning of the vad, the patient went into emergency surgery due to left immediate and right marginally acute leg ischemia. A bilateral transfemoral thromboendarterectomy and left four compartment fasciotomy were performed. The patient subsequently expired. The official cause of death was unknown, but the probable cause of death was failure to thrive. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the limited available information, the observed controller programming issue and real time clock error can be attributed but not limited to a faulty internal component of the controller. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported inability to download the log files may be attributed, but not limited, to a usb flash error, a component malfunction within the serial module, a marginal connection between the controller and data cable, and/or a marginal connection between the data cable and monitor. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, device thrombus, thromboembolism, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of thrombus. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues rel ated to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information and a correction. Additional information was received indicating that the patient had deceased; b2, b5 and h1 updated accordingly. B7 was updated with newly received information indicating the patient had a history of dilated cardiomyopathy; a correction was noted to b7 to include a history of outflow graft obstruction which was inadvertently left out of follow up report #002. Additional products: d4: model #: 1125 / serial or lot#: h6: imf code(s): f02 d4: serial or lot#: (B)(6), h6: imf code(s): f02 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient subsequently expired. The official cause of death was unknown, but the probable cause of death was failure to thrive.

Event description:
It was further reported that the controller exhibited a controller programming issue and real time clock error. The controller settings were unable to be changed, and the logs were unable to be downloaded due to controller date reset to (B)(6) 1999. The controller was removed from service.

Manufacturer narrative:
A supplemental report is being submitted for correction. The event description was corrected to include the controller as an additional product involved in the reported event. Additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-jun-2019 / serial #: (B)(6). UDI #: (B)(4). D9: no h4: mfg date: 19-jun-2018 h5: no h6: patient ime code(s): e0514 h6: imf code(s): f23, f08 h6: img code(s): g04035 h6: FDA device code(s): a1107, a1108 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and an update to the product event summary. Product event summary: the pump (hw31157) and the associated outflow graft (unknown lot number) were not returned for evaluation. The controller ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Visual inspection revealed contamination within both power ports. Functional testing revealed that a controller fault alarm was triggered during testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. Additionally, internal inspection revealed a crack on a standoff post within the controller housing. Review of the alarm log file revealed one (1) controller fault alarm was logged during bench testing with an incorrect date/time stamp, indicating an issue with the internal battery. After the internal battery was replaced, the internal battery charging circuit functioned as intended. In addition, log files revealed that the controller was in use for more than two (2) years. The observed contamination within the controller ports, controller fault alarm due to a swollen internal battery during bench testing, and standoff post crack are additional findings not related to the reported event. The most likely root cause of the observed contamination within the controller power ports event c an be attributed to handling of the device. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00450834 was opened to investigate cracks on the internal threaded posts with controller 2.0. The most likely root cause of the observed controller fault alarm during bench testing and swollen internal battery event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Functional testing also revealed the front panel battery capacity indicators did not illuminate when connected to test power sources, the controller triggered controller resets events, and that the controller was unable to communicate with external power sources, resulting critical battery alarms. The controller was still able to receive power from power sources and supply power to a motor fixture. During functional testing, the controller was unable to communicate to a test monitor; log files were not available to download during the controller reset events. Review of the provided video revealed that the controller, when connected to a monitor, showed a date/time stamp of 03-mar-99 at 00:00:00 and that, upon attempting to update the date and time, a message was displayed stating ¿controller update failed, value not changed.¿ internal inspection of the controller also revealed a damaged diode on the communication line and a damaged integrated circuit which are responsible for the communication between the controller and batteries. The damaged integrated circuit is connected to the user interface controller (uic) responsible for the operations of the controller; the damaged integrated circuit prevented the controller from reading battery information and caused the controller to trigger the critical battery alarm, as well as the controller reset events observed during testing. The damaged integrated circuit is also connected to the real time clock circuit and caused the date/time stamp to remain frozen. During supplemental testing, log files were able to download from the controller. Review of the controller log files revealed a drop in power consumption and estimated flows beginning on 26-jul-2022 and then 199 low flow alarms were logged with incorrect date/time stamps. Review of data log file then revealed multiple data points with a battery relative state of charge (rsoc) value of either 0% or 101% logged with incorrect date/time stamps and no serial number ids or cycle counts, indicating that the controller was unable to recognize the connected batteries. Log files then revealed multiple controller reset events with incorrect date and time stamps. Review of the event log file revealed several additi onal controller power up events without pump start events logged with incorrect date stamps, likely due to troubleshooting during the reported controller exchange. As a result, the reported low flow, controller programming issue, controller data transfer error, and controller real time clock error events were confirmed. The reported outflow graft obstruction and kink/bent could not be confirmed due to insufficient evidence. The most likely root cause of the inability of the controller to recognize the batteries, inability to update the data/time on the c ontroller, real time clock issue, data transfer error, observed critical battery alarms, observed controller resets, and observed display error events can be attributed to a damaged diode and damaged integrated circuit. A possible root cause for the damaged diode and integrated circuit on the communication line can be attributed to a voltage spike on the communication pin of the connector. CAPA pr00465502 was opened to investigate this issue. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Information provided by the site indicated that, in addition to low flows, the patient experienced dyspnea. Thrombus was suspected; however, the assessment of the outflow cannula patency was limited by beam hardening artifact. A medical decision was made to decommission the vad due to the patient's native function having recovered enough to survive without the vad. Following the decommissioning of the vad, the patient went into emergency surgery due to left immediate and right marginally acute leg ischemia. A bilateral transfemoral thromboendarterectomy and left four compartment fasciotomy were performed. The patient subsequently expired. The official cause of death was unknown, but the probable cause of death was failure to thrive. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, device thrombus, thromboembolism, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of thrombus. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: (B)(6), d9: yes, return date: 28-nov-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g02002, c0201207, g02013, g04034, g04035, g04070 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c02, c0205, c020701, c07, c15, c19 h6: FDA conclusion code(s): d11, d01, d02, d1105 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. The event description, the patient lab values, annex e and f codes have been updated. Additional products: d4: serial or lot #: unknown h6: patient ime code(s): e0509 h6: imf code(s): f19, f22,f2203 d4: serial #: (B)(6), h6: patient ime code(s): e0509 h6: imf code(s): f19, f22,f2203 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had emergency room admission for low flows and dyspnea. The patient's mean arterial pressure (map) was 102 and had an international normalized ratio (inr) of 2.84 which increased to 3.07 post decommission the vad. There were no signs hemolysis and tissue plasminogen activator (tpa) was not provided given the patients sufficiently recovered. A transesophageal echocardiogram(tee) was performed. The computerized tomography (CT) concluded that the assessment of the outflow cannula patency was limited by beam hardening artifact. There was evidence of sluggish flow and increase partial thrombosis within the outflow cannula. Post the decommissioning of the vad the patient went into emergency surgery due to left immediate and right marginally acute leg ischemia. A bilateral transfemoral thromboendarterectomy, left four compartment fasciotomy was performed. The patient remains hospitalized in the intensive care unit (ICU).

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) ((B)(6)) with a segment of the associated outflow graft (unknown lot number) and one (1) controller ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. A review of the (B)(6) manufacturing documentation confirmed that the associated pump met all requirements for release. Failure analysis of the returned pump revealed that the device passed functional testing. Visual examination revealed abrasions on the lower housing ceramic surface and on the inferior surface of the impeller. These friction marks are indicative that an external factor may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system, thus leading to abrasion marks observed during visual inspection. Dimensional verification revealed that the rear housing disc curvature and front housing disc curvature were found to be deviating from specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Failure analysis of the returned segment of the outflow graft revealed that the device passed visual inspection. Internal pathological report revealed no evidence of thrombus within the devices. Visual inspection of the returned controller revealed contamination within both power ports. Functional testing of the returned controller revealed that a controller fault alarm was triggered during testing, indicating an issue with the internal battery. Internal inspection of the controller revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. Additionally, internal inspection revealed a crack on a standoff post within the controller housing. Review of the alarm log file revealed controller fault alarms were logged during bench testing with an incorrect date/time stamp, indicating an issue with the internal battery. After the internal battery was replaced, the internal battery charging circuit functioned as intended. In addition, log files revealed that the controller was in use for more than two (2) years. The observed contamination within the controller ports, controller fault ala rm due to a swollen internal battery during bench testing, and standoff post crack are additional findings not related to the reported event. The most likely root cause of the observed contamination within the controller power ports event can be attributed to handling of the device. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. The most likely root cause of the observed controller fault alarms during bench testing and swollen internal battery event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Functional testing of the returned controller also revealed the front panel battery capacity indicators did not illuminate when connected to test power sources, the controller triggered controller resets events, and that the controller was unable to communicate with external power sources, resulting critical battery alarms. The controller was still able to receive power from power sources and supply power to a motor fixture. During functional testing, the controller reset events interrupted the communication from the controller to the test monitor; log files were able to be download after multiple attempts. Review of the provided video revealed that the controller, when connected to a monitor, showed a date/time stamp of 03/mar/99 at 00:00:00 and that, upon attempting to update the date and time, a message was displayed stating ¿controller update failed, value not changed.¿ internal inspection of the controller also revealed a damaged diode on the communication line and a damaged integrated circuit which are responsible for the communication between the controller and batteries. The damaged integrated circuit is connected to the user interface controller (uic) responsible for the operations of the controller; the damaged integrated circuit prevented the controller from reading battery information and caused the controller to trigger the critical battery alarm, as well as the controller reset events observed during testing. The damaged integrated circuit is also connected to the real time clock circuit and caused the date/time stamp to remain frozen. Review of the controller log files revealed a drop in power consumption and estimated flows beginning on 26/jul/2022 and then 199 low flow alarms were logged with incorrect date/time stamps. Review of data log file then revealed multiple data points with a battery relative state of charge (rsoc) value of either 0% or 101% logged with incorrect date/time stamps and no serial number ids or cycle counts, indicating that the controller was unable to recognize the connected batteries. Review of the alarm log file revealed multiple critical battery alarms were logged during bench testing with a battery rsoc value of 101% logged and no battery capacity, serial number ID, or cycle count. Log files also revealed multiple controller reset events with incorrect date and time stamps. Review of the event log file then revealed several controller power up events were logged with incorrect date stamps, likely due to troubleshooting during the reported controller exchange. As a result, the reported low flow, controller programming issue, controller data transfer error, and controller real time clock error events were confirmed. The reported outflow graft obstruction and kink/bent could not be confirmed due to insufficient evidence. The most likely root cause of the inability of the controller to recognize the batteries, inability to update the data/time on the controller, real time clock issue, data transfer error, observed critical battery alarms, observed controller resets, and observed display error events can be attributed to a damaged diode and damaged integrated circuit. A possible root cause for the damaged diode and integrated circuit on the communication line can be attributed to a voltage spike on the communication pin of the connector. CAPA pr00465502 was opened to investigate this issue. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor v ad filling. Information provided by the site indicated that, in addition to low flows, the patient experienced dyspnea. Thrombus was suspected; however, the assessment of the outflow cannula patency was limited by beam hardening artifact. A medical decision was made to decommission the vad due to the patient's native function having recovered enough to survive without the vad. Following the de commissioning of the vad, the patient went into emergency surgery due to left immediate and right marginally acute leg ischemia. A bilateral transfemoral thromboendarterectomy and left four compartment fasciotomy were performed. The patient subsequently expired. The official cause of death was unknown, but the probable cause of death was failure to thrive. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, device thrombus, thromboembolism, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of thrombus. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: outflow graft d4: serial# d9: yes, return date: 01-may-2023 h3: yes dev rtn to MFR? Yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.